Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: the patient presented with a stiff ankle on the medial side and a gutter debridement was determined as the procedure. Doctor also determined that a poly exchange would be nice since the ankle was opened. Decision was made at time of surgery. Patient's primary ankle was done approximately seven years go.